Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2011, device eri<=2.62 v. One - patient alert for low battery voltage on (B)(6) 2011. Weekly log battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the device reached recommended replacement time earlier than expected. It was reported that the patient had received many shocks over the life of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.